Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device battery status indicator showed a half of a year remaining battery longevity. Three months later, the battery status indicator displayed one and a half years remaining. It was noted that the patient was in sinus rhythm and then three months later was in atrial fibrillation. Technical services discussed the reasons that the calculation may have been different. The device was explanted one month later for normal battery depletion. No adverse patient effects were reported as a result of the explant procedure.